Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
Per the clinic, the patient is scheduled to undergo a revision surgery, reason for surgery unknown. The surgery has not been confirmed to have occurred as the date of this report, march 3, 2016.

Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery (date not reported) to excise the excess tissue; during the same procedure the abutment was exchanged. The implanted device remains.